Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system is down. There was no reported patient involvement.

Event description:
It was initially reported to philips that the "system is down". Upon further investigation, it was determined that the device is failing the defib portion of the operational check. There was no reported patient involvement.